Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the fetal heart rate monitor sensor was so tightly attached to the baby's head that it took 3 people to remove it. The device was being used on a patient there was a larger-than-usual leaking hole left in the skin. A wet spot that later developed on the site, which was squeezed empty and cleaned when the baby was (B)(6) at a pediatric examination.

Manufacturer narrative:
The device was disposed off by the customer and therefore device evaluation data is not available. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available.

Event description:
It was reported to philips that the fetal heart rate monitor sensor was so tightly attached to the baby's head that it took 3 people to remove it. The device was being used on a patient there was a larger-than-usual leaking hole left in the skin. A wet spot that later developed on the site, which was squeezed empty and cleaned when the baby was 5 days old at a pediatric examination.